Event description:
A customer reported error message ¿2250 sample loader rack x1-step feed failure¿ while running samples on the aia-2000 analyzer. The customer visually checked for obstructions and performed an all-set-home, but issue persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed 2250 sample loader rack x1-step feed failure error occurred when the sample rack moved away from the x-1 home sensor. Fse visually saw the x-1 pitch sensor flag not aligning correctly when the rack was in the sampling position and re-aligned the x-1 pitch sensor to the correct position. Fse repaired and validated the analyzer by running a rack rotation in maintenance mode and successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two similar complaints identified during the searched period, including this case. Aia-2000 operator's manual on the appendix 4: error messages: (2250) sample loader rack x1-step feed failure cause: the pitch sensor did not activate during step feed (x1) operation. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignment of the x-1 pitch sensor flag.